Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2021-13681 and 1627487-2021-13682. It was reported the patient had the scs system removed because the patient complained the degree of efficacy seemed to have declined with minimal relief of pain symptoms.